Event description:
The peritoneal dialysis nurse reported a leak occurred during treatment. The patient kept experiencing an air in cassette alarm. When he went to go re-setup with new equipment, the patient noticed there was a leak inside the cassette door. The patient's effluent remained clear. No prophylatic antibiotics were used. The patient finished treatment with manuals. The samples were discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.